Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) was delivered to the target lesion and was inflated twice: eight atmospheres (8 atm.) During the initial inflation and ten atmospheres (10 atm.) During the second inflation. Then the pressure of the indeflator decreased and it could not inflate (the balloon) anymore. The product was successfully removed from the patient and a saber 6 mm. X 4 cm. Bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the shunt of the left forearm. No target lesion characteristic information is available. Additional information received indicated that the balloon burst occurred at ten atmospheres during the second inflation. There was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) was delivered to the target lesion and was inflated twice: eight atmospheres (8 atm.) During the initial inflation and ten atmospheres (10 atm.) During the second inflation. Then the pressure of the indeflator decreased and it could not inflate (the balloon) anymore. The product was successfully removed from the patient and a saber 6 mm. X 4 cm. Bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the shunt of the left forearm. No target lesion characteristic information is available. Additional information received indicated that the balloon burst occurred at ten atmospheres during the second inflation. There was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.   One not sterile saber 5mm4cm 90 was received coiled inside a plastic bag. Per visual analysis it was noticed that the balloon was previously inflated and deflated. No damages or anomalies were noted in the device. No blood residuals were observed in the balloon. Leak test was performed to the received product and the saber was inflated at 10 atm (over the nominal pressure) and no leakage was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17503309 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.   The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed through analysis of the returned device. The exact cause of the event reported by the customer could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to issue experienced. As provided in the instructions for use (IFU), ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.